Event description:
It was reported that this right atrial (ra) lead showed noise, on atrial tachy response (atr) episodes, which was reproduceable. There was no over sensing on the rv lead due to good intrinsic amplitudes. There were lots of atr events. According to analysis, it appears to be a lead-on-lead insulation breech. Per field representative both leads had repair kit put on so probably this was a known issue since generator change. It was also commented that there is no programming around this. This ra lead remain in service. No adverse patient effects were reported.